Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (Device codes): the problem code 1069 captures the reportable event of cutting wire broken. Visual examination of the returned device revealed that the cutting wire was broken, bent and blackened. Additionally, the working length was found torn from the c-channel to the tip. The complaint was consistent with the reported event of cutting wire broke. According to the product analysis, the cutting wire of the returned device was found broken, bent and blackened, so it is most likely that a peak of voltage could have caused the failures noted, or if the cutting wire was not in contact with the tissue when it was energized. Additionally, the working length was found torn in the distal section, indicating that the guidewire may not have been removed in the correct way. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cutting wire broke. Reportedly, there was no part of the device detached inside the patient. The procedure was completed with a second dreamtome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cutting wire broke. Reportedly, there was no part of the device detached inside the patient. The procedure was completed with a second dreamtome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event.